Event description:
The manufacturer received information regarding a dreamstation auto device. The dreamstation auto device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center. There was no foam particle observed during the evaluation. In addition, the patient reported regarding short circuit on the plug. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information regarding a dreamstation auto alleging short-circuit on plug. At this time medical intervention was not specified. The device was returned to a third-party service center, was repaired and sent back to the customer. The "reporter country" and "event date" has been corrected in this report. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box b, d, h has been updated/corrected.

Manufacturer narrative:
The previous report was submitted as "initial-final" which is now corrected in this report as initial. "Evaluation method code grid", "evaluation result code grid" and "conclusion code grid" are updated for initial report. In addition, the b5 verbiage is also updated as "the manufacturer received information regarding a dreamstation auto. The manufacturer received information alleging short-circuit on plug. At this time medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete."